Event description:
On august 7, 2006 the healthcare professional (nurse)/reporter contacted lifescan alleging that the patient's one touch ultrasmart was reading inaccurately high compared to the laboratory result. The medical affairs specialist (mas) was unable to contact the reporter since her phone number was not provided. When the mas spoke with the patient directly in 2006, she was unable to recall information about the incident so the mas listened to the original call to obtain/verify the following information. In, 2006, the patient was taken to the emergency room because the patient was feeling dizzy and fell. At an unspecified dates/times, the patient obtained a "260 mg/dl" on her meter and a "78 mg/dl" on a laboratory-calibrated device (before breakfast). The patient was given an IV and was treated for low blood glucose at the hospital. The reporter did not know the test result the patient obtained on her meter during the time of concern. The customer care advocate verified that the meter was setup correctly, the test strips were in good condition, an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The reporter did not have any control solution to perform a control solution test. It would be helpful to obtain the following: the patient's last meter reading prior to the symptoms, if the patient made any recent changes to ther diabetes care based on her meter reading, the dates/times of the "260 and 78 mg/dl " blood glucose results, and if the patient had any other known health conditions. Based on the provided information the patient obtained a blood glucose reading on her meter higher than a laboratory reading while having symptoms that suggest hypoglycemia. Therefore, this complaint is being reported. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.